Manufacturer narrative:
Additional information: a4 - patient weight.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s therapy strength was decreasing on its own and was experiencing ineffective therapy. Impedance check revealed high impedance on all contacts of l1 lead. L3 lead is not providing adequate coverage. X-ray showed l1 lead had migrated. As such, surgical intervention may take place at a later date to address the issue. Patient suffered a fall which may have contributed in the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that l3 lead showed high impedances. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was restored post operation.